Event description:
It was reported that during a lap appendectomy procedure the firing handles could not be closed and there was difficulty firing the devices. The case was completed with a new reloaded. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: two devices (a-b) were returned for analysis. Device a was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test could be performed. Device b was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specs; in addition, a sample of the batch is inspected at (B)(4). The mfg records were reviewed and no anomalies were found during the mfg process. Device b additional info: (B)(4), exp date: 07/2012. Mfg date: 08/2007. Results: damaged pinion axle support. Conclusion: damaged pinion axle support.